Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Concomitant reported part: concomitant devices reported: stardrive screwdriver shaft sd6/self-retaining/2.0mm (part # 313.843, lot # unknown, quantity 1), mini quick coupling chuck (part # 310.900, lot # unknown, quantity 1), screw (part # unknown, lot # unknown, quantity 1). Therapy date: (B)(6) 2017. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #313.843, lot #5831636. Release to warehouse date: (B)(6) 2008. Expiration date: na. Supplier: (B)(6). No ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a mini quick adaptor back end of a t6 screwdriver shaft broke in the mini-quick adaptor during an open reduction internal fixation of a third metatarsal on (B)(6) 2017. The screwdriver shaft broke off at some point while inserting a screw. Although the screwdriver shaft was broken, the mini-quick adaptor, was reportedly still functioning properly. As there were two of the same screwdriver shafts in the set, the second one was used to successfully complete the surgery with a one (1) minute delay. There is no additional information available at this time. This complaint involves one (1) device. Concomitant devices reported: stardrive screwdriver shaft sd6/self-retaining/2.0mm (part # 313.843, lot # unknown, quantity 1), mini quick coupling chuck ( part # 310.900, lot # unknown, quantity 1), screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates: it was reported that a mini quick adaptor back end of a t6 screwdriver shaft broke in the mini-quick adaptor during an open reduction internal fixation of a third metatarsal on (B)(6) 2017. The screwdriver shaft broke off at some point while inserting a screw. Although the screwdriver shaft was broken, the mini-quick adaptor, was reportedly still functioning properly. As there were two of the same screwdriver shafts in the set, the second one was used to successfully complete the surgery with a one (1) minute delay. There is no additional information available at this time. 16-march-2017 updated: it was reported that the broken back end portion of the screwdriver shaftscrewdriver was not returned for investigation along with the broken complained device. The broken screwdriver shaft was received and the broken off portion missing. Customer quality (cq) investigation: most likely due to application of excessive torque which exceeded shear strength for this 8+ year old reusable instrument. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This complaint is confirmed. The most proximal coupling feature has sheared off and was not returned for evaluation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.